Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient reported swelling in the left arm approximately two weeks after implant. A left subclavian vein ultrasound was performed and evidence of a deep venous thrombosis was found. The patient was given anticoagulants.the device and leads remain in use. The patient is enrolled in the adapt response clinical trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.